Event description:
While the pt was being catheterized, the follower broke about an inch from the tip leaving the filiform and the remainder of the follower inside the pt. The pt required surgery to remove the product.